Manufacturer narrative:
A4-a6:unk. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later exchanged for a same size, toric model lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H3: lens was returned dry within a microcentrifuge vial. Visual inspection found a haptic bent lens. Dimensional and functional inspection found the returned lens to be manufactured within specifications. Claim# (B)(4).